Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. According to the information received, it was reported that when loading a healix advance self-punching anchor the physician was unable to pass to orthopedic sutures using the kite into the anchor body. After several attempts to pull the sutures into the knotless anchor the wire kite broke and the implant was discarded. The complaint device was discarded by the customer, therefore not returned to depuy synthes and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (265l096), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product number : 222425. Lot number : 265l096. There was no non-conformance regarding this lot. Manufacturing date: 31-jan-2024. Expiration date: 31-dec-2026. Device history batch: null.

Event description:
It was reported that during an arthroscopic rotator cuff repair procedure that the 5.5mm healx adv sp peek anchor device the physician was unable to pass to orthopedic sutures using the kite into the anchor body. After several attempts to pull the sutures into the knotless anchor the wire kite broke and the implant was discarded. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.